Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings: there was no damage observed to the keypad. All buttons responded to presses appropriately. The keypad was removed and no damage or misaligned contacts was observed. There was no evidence of contamination found under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons are not responding to presses after battery change. Patient stated that the pump was exposed to water but there was no evidence of moisture ingress in the pump. Patient denied that there was damage to the pump or the rubber keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.